Event description:
It was reported during the implant procedure that the patient's blood pressure decreased to 65mmhg from 120mmhg. An echocardiogram was performed and a perforation of the myocardium was confirmed. The patient was subsequently transferred to another facility for treatment of the myocardial performation and the lead was removed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.